Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) normal battery depletion.

Event description:
It was reported the patient did a carelink transmission. She was complaining of palpitations, and the device was at eri (elective replacement indicators). Two weeks prior, the longevity estimate was 8 months. One week ago, the estimate was 4 months. It was questioned why the longevity estimate came down so quickly. The device was explanted and replaced. No further patient complications were reported as a result of this event.